Event description:
The customer reported that the 8800 system displayed a charging device error message. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The battery pack was replaced. The system was tested and operates as intended.